Event description:
A customer reported that the t:slim x2 pump battery would not charge, which triggered a power source alert, alert 07. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using a different charging cable, which allowed the pump to begin charging, and no further assistance was required. However, charging connection unstable; caller must hold cable in place or strategically position pump in order for charge connection to be recognized.